Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states that the rear left wheel keeps coming off. Consumer states that her son was using the rollator when the wheel came off causing him to fall against a table but was able to catch himself before hitting the ground. Consumer states he was not injured by this.